Manufacturer narrative:
Device available for evaluation was indicated as yes and date returned to manufacturer was completed with the date of 2/24/2016. However at a later date this was clarified that the lens itself was not received for evaluation. This field has been corrected to now reflect no ¿ device not available for evaluation. Device evaluation: product testing could not be performed as iol was not returned to the manufacturing site for evaluation. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noted cracked before loading it into the cartridge. No patient contact was reported and a new iol, same model and diopter was loaded and implanted instead. The patient was reported to be fine.